Event description:
Patient was referred for a prophylactic generator replacement. During the replacement surgery, high impedance was observed with dcdc - 7 on system diagnostic test with the existing device. The surgeon inserted the lead pin into the generator a couple of times to rule out incomplete pin insertion but continued to get high impedance. The lead and generator were therefore replaced. The explanted devices have not been received to date.

Event description:
The explanted devices were received. Analysis is underway but has not been completed to date.

Manufacturer narrative:
Explant date, corrected data: the incorrect explant date was inadvertently reported on the initial MDR.

Event description:
The generator was explanted for prophylactic reasons. The device performed according to functional specifications of the current automated final test. Analysis of the generator in the analysis lab concluded that no abnormal performance or any other type of adverse condition was found. An analysis was performed on the returned lead portions and the reported allegations of fracture of lead were confirmed. The electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned portion what appeared to be pitting and rust-like deposits were observed on the connector pin surface. Energy dispersion spectroscopy (eds), which provides chemical or element identity/composition analysis, was performed on the connector pin rust-like deposits and identified the area as consisting of sodium, silicone, phosphorus, nickel, chromium and iron. Another eds procedure was performed on the clean connector pin surface and identified the area as consisting of chromium, silicone, sulphur, iron and nickel. A definite cause for the pitting could not be determined based on the lead portions returned. Several broken coils were observed. Scanning electron microscopy (sem) was performed and identified the some areas as being mechanically damaged (smooth surfaces) which prevented identification of the coil fracture type with pitting on the broken coil strands. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. No other obvious anomalies were noted. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present.

Event description:
It was noted during a review of a programming data card that high impedance was observed during system diagnostics the patient's generator implant surgery on (b(6) 2016. This is the generator that was explanted with the lead. It is unclear if this is related to pin insertion troubleshooting event or related to the lead fracture. No further relevant information has been received to date.